Event description:
It was reported by the edwards field clinical specialist (fcs) that 2 days post transfemoral tavr procedure, the patient had been taken back to the or for a descending aortic rupture. The patient required CPR, transfusions and endovascular repair. As reported, the likely cause was "probably something we put in her created a small tear that leaked slowly during the day until the aorta ruptured". Access was via the left femoral artery via cut-down and the sheath tip was just above the level of the diaphragm. After sheath insertion there was an incidence of hypotension (sbp 50's) and the patient was treated with vasopressors. The patient remained stable throughout the remainder of the procedure. After successful valve deployment the patient was sent to the ICU in stable condition. Additional information provided by the cs indicated that at pod7 the patient was doing well, and would be probably going to rehab in the next few days.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual also instructs the operator on proper sheath positioning so the sheath tip is past the aortic bifurcation and to ¿know position of sheath tip¿. It also notes that a ¿sheath shot ¿should be performed if an angulated aorta, aortic aneurysm, or significant aortic atherosclerosis is present. In this case, the exact cause of the event cannot be confirmed; however, it is possible that procedural factors (sheath insertion manipulation) and patient factors (mild calcification, mild tortuosity) may have contributed to the descending aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.